Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that transmitter did not blink when connected to sensor. Customer's blood glucose was 200 mg/dl. Customer removed sensor and cannula was missing. It was reported that issue occurred with three sensors from same box. Sensors would be replaced.